Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut cheek, poke in the cheek/mouth [gingival injury]. Brush heads aren't saying on. They keep falling off in my mouth - oral-b [device breakage]. Case description: male, adult consumer via phone stated that his oral-b brush heads were not saying on his oral-b vitality toothbrush. They kept falling off in his mouth and the medal pin poked him in the mouth/cheeks and cut his cheek. No serious injury was reported.